Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported a high number of positive samples on their alinity m sars cov-2 assay. The customer stated they had noticed a high number of positive samples in the past few days with a cycle threshold (CT) above 30. The customer was concerned there was an issue with the system. The samples were not retested, and the customer did not identify any false positive. The molecular application specialist (mas) analyzed the log files, and there is evidence of amp kit cross contamination. The customer stated they did release the results outside the laboratory. There was no report of impact to patient management caused due to this observation. Although there was no report of false positive results, this event will be ran as a worst-case scenario of false positive on the alinity m sars-cov-2 assay. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Event description:
Initial report stated the molecular application specialist (mas) analyzed the log files, and there is evidence of amp kit cross contamination. Ticket was later updated to state that there was a correction and that the mas did not see evidence of amp kit cross contamination. This incident is being reported to FDA because the incident occurred in montenegro using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Corrected b5 to clarify that the ticket was later updated to state that there was a correction and that the mas did not see evidence of amp kit cross contamination. Additionally, updated to state that this incident is being reported to FDA because the incident occurred in montenegro using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval. Initial report incorrectly stated italy. D4 updated to include product list number in the catalog number field. Based on the results of the investigation elements and review of the ticket, a product deficiency for the alinity m sars-cov-2 amplification reagent kit (list 09n78-090) lot 521107 was not identified. The customer did not provide any sids and no retest was done on any of the positive sample. Therefore, no true discrepant results were identified. There is no indication that alinity m sars-cov-2 amplification reagent kit (list 09n78-090) lot 521107 and the assay software are performing outside of specifications as no true discrepant results were reported.